Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medical doctor called asking if someone could go to the hosp to test the insulin pump. The doctor stated the customer was hospitalized for diabetic ketoacidosis and the customer is unable to troubleshoot. Nothing further was reported.